Event description:
The rv lead reportedly experienced high threshold and inte rmitt ent undersensing from the (B)(6).(B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).